Manufacturer narrative:
H10: it was provided in a good faith effort (gfe) response from the biomedical engineer (bme) on 07feb2024 that the device was outside of clinical use when the issue was found. The device was being setup and tested when the blower stalled. The investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the biomedical engineer (bme) received on 08feb2024, it was stated that the replacement blower had been delivered and installed in the device. The device was tested by completing a performance verification test (pvt) which the device passed. The device was returned to use following the pvt completion. The replaced part will be returned to philips for evaluation at the product investigation lab (pil). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was brought to the customer biomedical engineer shop with a note stating that the device was alarming for a blower stall. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The biomedical engineer (bme) powered on the device and verified the blower stall alarm. Nothing came out of the ventilator at all, and the blower stalled alarm was active. The bme ordered a replacement blower assembly. This investigation is ongoing.